Manufacturer narrative:
Section b5: corrected (chloride should have been cardiac index). Section h6: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient's cardiac index was at 2.1. The cause of the low flow alarms was due to an inflow obstruction of unknown origin. The patient was asymptomatic and there was no change in anticoagulation that may have contributed to this event. A left ventriculogram was used to confirm the suspected obstruction. The event resolved after the pump was intentionally stopped for a set period of time and then restarted at the set speed and all parameters returned to patient's baseline. The patient was also treated with a heparin drip and continued anticoagulation therapy.

Manufacturer narrative:
Section h6: health effect - impact code corrected manufacturer¿s investigation conclusion: review of the submitted log files confirmed a low flow alarm due to a sudden decrease in flow to 0 liters per minute (lpm). Although a specific cause for the low flow alarm could not be conclusively determined through this investigation, the account communicated that the cause of the low flow alarm was an inflow obstruction of an unknown origin. Based on previous complaint history, the sudden decrease in flow to 0 lpm followed by the pump operating as intended after being restarted at the fixed speed appeared to be consistent with a foreign material passing through the pump; however, thrombus could not be confirmed through this evaluation. CT images were not available for review. The controller event log file contained events from 25jul2025 to 26jul2025. A sudden decrease in pump flow, to values decreasing from 2.1-0.0 lpm was captured on 26jul2025, which resulted in a continuous low flow hazard alarm. Following this drop in flow, the driveline was disconnected followed by disconnection of both power cables and a controller shutdown sequence, consistent with the reported system controller exchange. The observed events were consistent with a material, such as thrombus, passing through the pump and occluding flow. No other notable events or alarms were captured, and the pump appeared to function at the fixed speed without issue despite the observed events. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that that patient went to sleep at 3 am with their ventricular assist device functioning properly, then woke up at 12:20pm with their system controller alarming with "no flow", the patient was unable to silence the alarm, so they performed a system controller exchange. The flow continued to read 0.0 lpm and patient was brought to the intensive care unit. The patient was alerted and seemed to be doing well. A transthoracic echocardiogram was ordered and the patient's chloride was at 2.6. Log files were submitted for review. The event log file captured low flow alarms on (B)(6) 2025 from 12:21 to 12:39 when the driveline was disconnected. The flow was from 2.1 to 0 lpm and the pulsatility index values was in the range 6 to 3.5 during these events.